Event description:
The facility reported an infusion pump with depleted battery. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not availalbe regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.